Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastro intestinal/pelvic floor issues. It was reported that the patient fell and began having symptoms indicating mild shocking. An x-ray revealed the electrodes were in the proper position and an EKG showed pacer spikes every five seconds. It was recommended that the patient be referred to the implanting surgeon for possible lead revision. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was referred to their doctor for a possible lead revision to resolve the mild shocking. It was noted that the patient had no issues or discomfort related to their neurostimulator prior to the fall as reported to the manufacturer representative by an ER nurse. No further complications were reported/anticipated.